Event description:
The customer reported that using the leads ECG trunk cable, the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that using the leads ECG trunk cable, the unit was unable to fully acquire 12-lead ECG. The customer evaluated the device, and determined the trunk cable was the cause of the failure. The customer ordered and replaced the cable to resolve the issue.